Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer loaded a new cartridge successfully, received an accurate fill estimate, and resumed insulin delivery. Additionally, it was reported that resistance was experienced during the fill process. Customer continued to use the existing supplies and resumed insulin delivery on the pump. Customer¿s blood glucose was approximately 200 mg/dl.